Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: when did the needle detach- in the package/during dispensing(before use on patient)/ during suturing (use on patient)? During suturing (used on patient.) How was case completed? Used another set of suture. Any adverse patient consequences? If yes, what medical/surgical intervention was provided? None. Did 2 devices had their needles pulled out during use on patient in this procedure? Yes. Investigation summary: five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects and no defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects and no defects were observed. The needles were inspected for any attribute defects and no defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. All the individual as well as average needle pull-off values were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needle detach- in the package/during dispensing(before use on patient)/ during suturing (use on patient)? How was case completed? Any adverse patient consequences? If yes, what medical/surgical intervention was provided? Is the product being returned for evaluation? Did 2 devices had their needles pulled out during use on patient in this procedure? Event date.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle detached from the suture. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Evaluation: a sample was received for evaluation, the needle was received detached from the suture and the suture was not received for evaluation. The swage and attachment area were noted to be as expected. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident.